Event description:
A customer reported an issue with a usb port damage, causing difficulties with charging as the cord had to be adjusted. There was no adverse impact to the customer¿s blood glucose level. As no follow-up was conducted and no additional information was provided, no further action was required by technical support.